Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the examination lamp of the subject device was not lit up and the emergency lamp lit up. Field service engineer checked the equipment and confirmed the reported event. Other detailed information was not provided. There was no report of patient injury associated with the event.